Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-apr-2023. H6: investigation summary: one 20350e-0006 sample was received without packaging for investigation; however the customer indicated the complaint sample was from lot 21069845. Residual fluid was present in the line. The feedback provided by the customer suggests a complete occlusion was detected at the filter during priming of the infusion set. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in this instance the customer's experience was confirmed as no fluid was able to pass into the filter. A close inspection of in-line filter identified the presence of an occlusion at the tubing joint of the filter. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the root cause for the occlusion was due to the application of an excess amount of solvent at the affected joint, this is a manually bonded joint and therefore is likely to have occurred due to human error. A review of the production records for lot 21069845 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: complaint statement ¿ product did not flow through the filter. ¿the returned giving sets were tested with a 30 ml bd syringe filled with water. When the giving set was unclamped, the solution did not flow through the line and filter. Slight pressure was applied to the syringe in order to aid the flow, the solution did not flow through. The solution was observed to back flow before passing through the filter when push pressure was released. It is likely that the filter on extension set is faulty (i.e. Blocked). The impacted extension set has been forwarded to qc for further investigation.¿

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing, 0.2 micron filter there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: complaint statement ¿ product did not flow through the filter. ¿the returned giving sets were tested with a 30 ml bd syringe filled with water. When the giving set was unclamped, the solution did not flow through the line and filter. Slight pressure was applied to the syringe in order to aid the flow, the solution did not flow through. The solution was observed to back flow before passing through the filter when push pressure was released. It is likely that the filter on extension set is faulty (i.e. Blocked). The impacted extension set has been forwarded to qc for further investigation.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.